Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had routine labs performed, and their hemoglobin was 7.1 grams per deciliter (g/dl) in comparison to 9.2 g/dl on (B)(6) 2021. The patient was admitted to the hospital and was transfused with 2 units of packed red blood cells and then had their hemoglobin re-evaluated. On (B)(6) 2021 the patient's hemoglobin was 8.1 g/dl, they were then transfused with 2 more units of packed red blood cells. On (B)(6) 2021 their hemoglobin was 9.3 g/dl, and remained 9.3 g/dl on (B)(6) 2021. The site of bleeding was identified as the proximal ascending colon. The patient was discharged home.